Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake and caused a touch contamination that led to the reported event. The patient was hospitalized for this issue. The treatment included vancomycin intraperitoneally (ip) (dose and frequency unknown). Once the vancomycin was stopped, the patient was started on unspecified antibiotics (IV, dose and frequency unknown) for a few days. The patient was then treated with ciprofloxacin (oral, 250 milligram (mg) twice daily (bid)). The patient's pd catheter was removed and they were started on hemodialysis. The patient was not retrained in proper aseptic technique because they were going to continue with hemodialysis. The patient was discharged from the hospital and was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.